Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted in resetting the pump, and no further issues occurred. The customer was informed that they could continue using the pump and was advised to call back if the malfunction recurred. The customer acknowledged this information and understood the instructions.